Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of admission, and 224 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as a seizure and sleepiness. The customer was wearing the insulin pump during the incident. The customer was not using auto mode on their pump. Troubleshooting was completed. The customer was not eating so they believe this may have caused the low. The insulin pump will not be returned for analysis.